Manufacturer narrative:
This event occurred in (B)(6). Phone number - the phone number was provided as "(B)(6)". Fax number - the fax number was provided as "(B)(6)".

Event description:
The customer reported that they received questionably high free triiodothyronine (ft3) and free thyroxine (ft4) results for a total of 3 samples from the same patient tested on an e601 analyzer. Of these three samples, one had erroneous results for thyrotropin (tsh), ft3, and ft4. This medwatch will cover ft3. Patient identifier (B)(6) for information related to tsh. Patient identifier (B)(6) for information related to ft4. The sample, collected and tested on (B)(6) 2015, initially resulted as 2.08 uiu/ml for tsh, 12.47 pmol/l for ft3, and 34.24 pmol/l for ft4. The initial results were reported outside of the laboratory. The sample was repeated on a beckman coulter analyzer, resulting as 2.83 uiu/ml for tsh, 5.35 pg/ml for ft3, and 0.80 ng/dl for ft4. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample have confirmed the results obtained by the customer. Further investigations of the sample have determined that it contains an interfering factor to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.